Manufacturer narrative:
The device has been returned to animas but evaluation has not yet begun. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with the same cartridge. The reporter alleged that the patient inadvertently primed while attached as a result of one of these loss of prime warnings. The reporter stated that 6.1 units of insulin was inadvertently delivered to the patient as a result, but did not state that this issue caused a hypoglycemic event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A force test was performed with no issues or failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.